Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery cap threads were reportedly stripped. There was no indication of damage to the battery cap or that the yellow o-ring was visible; however, the battery cap was never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: multiple unexplainable por events were observed in the black box history. The returned battery cap threads were found to be damaged and stripped; the battery cap was not able to secure to the pump or maintain an electrical connection. The returned battery cap contact height measurements were found to be out of the required specifications; however, the width contact width measurements were within required specifications. The battery compartment threads were also found to be damaged and stripped on the side. There was no evidence of moisture was found in the battery compartment. A test battery cap was not able to be fully secure to the pump; however it secured well enough to complete testing. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The intermittent power issue was confirmed with the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.